Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Customer reports during an endovascular aneurysm repair (evar), after the hub snapped off the performa catheter (already reported) mid-use and was replaced with a new one, the hub snapped off the replacement catheter mid contrast injection via the power injector. No patient injury.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the product history showed no exceptions, non-conformances, or deviations. A search of the complaint database revealed no similar complaints found for the lot. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.